Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis the device was tested for proper function. During the test the problem could not be duplicated, and no malfunction was detected. The log file confirms that the device detected an implausible value in expiratory and inspiratory pressure measurement on (B)(6) 2019 at 9:55 am. As a specified safety measure, the alarm message "device failure" was posted by the device and the ventilation unit performed a pressure release. No technical malfunction was logged during the event. Further entries in the log file such as "fluid in expiratory valve or pressure measurement failure," "pressure limited" and "pressure limited! Vt not reached" point towards a potential obstruction in the expiratory branch of the breathing system. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. The device reacted as specified to an implausible difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. No malfunction of the ventilator was found during the investigation. This issue could be caused by a potential obstruction in the expiratory branch of the breathing circuit.

Event description:
It was reported that at 9am in the morning the device generated a device failure error message while in patient use. The device was swapped immediately. The patient condition worsened, and the patient succumbed to condition later in the afternoon. However, the user reported that the patient status was isolated from use of the device.